Event description:
The pt was experiencing decreased performance, pain and 'popping' sounds. All external equipment was verified as functioning correctly in 2003. Re-mapping and telemetry was performed. Add'l testing was performed 2 weeks later because the pt's performance comntinued to be poor and they were also complaining about experiencing some different sounds. Initially the telemetry results produced ok coupling but "--" integrity and "--" impedance readings. Later the telemetry results were ok integrity and impedance values but low ground reading.